Manufacturer narrative:
Details of the complaint: the nihon kohden clinical applications specialist (cas) reported that the following: the transport monitor (tpm) was not accepting appropriate patient type or parameters when transport data utilized. When the data is transported to the bsm-1700s transport monitors (tpm) from the g series bedside monitors, it does not take the patient type. Meaning, if the patient type is child and the user wants to transport the child somewhere on the tpm, when they transport data, it does not change to child and changes the patient type to adult and takes on the adult parameters. All settings were checked appropriately in the configuration screens. When the data is transported from the bsm/g9/g5/g7 bedside monitors, it is supposed to take on the setting from the device it was originally transported from (the bsm/g9/g5/g7). However, that is not what is happening. It did not matter if they were in ICU or or mode or what the admit type was, the monitors would not take on the patient type. The software version for the bedside monitor is 02-24, software version for the transport monitor (tpm) is 02-66. Gi lab does not store tpm in the rooms, they keep the tpm stored in a central location. Devices are placed on the patient in pre-op and follow the patient. Two rooms (east opearating room 6 & opearating room 8) were defaulted with the patient type to child. This was inadvertently done by the staff who were not able to access the patient type. They got in behind the password and changed the master default setting to child. This was corrected, and how to appropriately access the patient type was reviewed with the customer. In east opearating room 8 on (B)(6) 2023 - or mode - tpm was not accepting appropriate patient type or parameters when transport data was utilized. G7 bedside monitor patient mode was selected as child settings, and transport data was used. The tpm did not accept the patient type and reverted to adult settings. On the same bedside monitor, patient mode was changed to adult and transport data was used. The tpm took the patient type. However the parameters were nihon kohden (nk) defaults and not kaiser permanente (kp) defaults. On the same bedside monitor, patient mode was adult and transport data was used. This time the hr was set at a random number, for example 147, and the tpm did not take on the hr parameter, it reverted it back to the nk defaults. In gi - lab (B)(6) 2023 - ICU mode - admit mode used (this is the first box checked in the deep settings) all procedure rooms were changed to the same as the or as requested, manual and standby. Prior to making this change, the patient type was changed to child and transport data was used. The patient type converted to adult on the tpm. The adult settings it converted to was nk defaults and not the kp defaults. The patient type was changed to adult on the bedside monitor, and transport data was pushed. Again, the transport monitor had nk defaults not kp defaults. The hr was also adjusted to a random number, for example 137, and transport data was used again. The tpm did not take the adjusted hr. Once the admit mode was changed, these same steps were repeated and the tpm took the patient type but not the parameter settings. It would default the settings to nk default settings. This was found at set up and no patient harm reported. Investigation conclusion: it was reported that their patient type is changing when the data is transport to the transport monitor (tpm / bsm-1700). The host monitor (g5/g7) is set to patient type child. The default patient type on the transport monitor is adult. Customer expected that that when they transfer the data from the host monitor to the transport monitor, the patient type on the transport monitor will change to child. However, when they performed the transfer, the transport monitor maintained its default adult patient type setting. Investigation identified that this event is within product specifications. There was no malfunction of the nk device. Only stored / saved data is transferred to the bsm-1700. The following is a list of settings and data (see below) that are reflected during transport, as described as stored data in the instruction / operator's manual. Patient type is not included as data to be transferred on the device. Patient name -height and weight -pacing detection -upper and lower alarm limits -arrhythmia alarm -saved items for full disclosure window -lead for trace 1 and 2 -arrhythmia analysis on or off -arrhythmia recall -spo2 and spo2-2 labels (op no. 33a and 73a only) 24 hours of review and trend data -trend graph -trend table, nibp table -hemodynamics data table -arrhythmia recall (except for a-fib) -full disclosure (five waveforms can be selected but only four of them can be displayed on the full disc window at the same time) -12-lead analysis report -12-lead analysis result -st recall additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the csm-1702a (g7) bedside monitor. G7 bedside monitors location: east or 6 model: csm-1702a sn: (B)(6) device manufacturer date: 11/19/2021 unique identifier (UDI) #: (B)(4) , returned to nihon kohden: not returned. Location: east or 8 model: csm-1702a sn: (B)(6), device manufacturer date: 02/25/2022 unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Transport monitors (tpm) location: east or 6 model: bsm-1733a sn: (B)(6), device manufacturer date: ni unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Location: east or 8 model: bsm-1733a sn: (B)(6) device manufacturer date: ni unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned.

Event description:
The nihon kohden clinical applications specialist (cas) reported that the following: the transport monitor (tpm) was not accepting appropriate patient type or parameters when transport data utilized. When the data is transported to the bsm-1700s transport monitors (tpm) from the g series bedside monitors, it does not take the patient type. Meaning, if the patient type is child and the user wants to transport the child somewhere on the tpm, when they transport data, it does not change to child and changes the patient type to adult and takes on the adult parameters. All settings were checked appropriately in the configuration screens. When the data is transported from the bsm/g9/g5/g7 bedside monitors, it is supposed to take on the setting from the device it was originally transported from (the bsm/g9/g5/g7). However, that is not what is happening. It did not matter if they were in ICU or or mode or what the admit type was, the monitors would not take on the patient type. The software version for the bedside monitor is 02-24, software version for the transport monitor (tpm) is 02-66. Gi lab does not store tpm in the rooms, they keep the tpm stored in a central location. Devices are placed on the patient in pre-op and follow the patient. Two rooms (east operating room 6 & operating room 8) were defaulted with the patient type to child. This was inadvertently done by the staff who were not able to access the patient type. They got in behind the password and changed the master default setting to child. This was corrected, and how to appropriately access the patient type was reviewed with the customer. In east operating room 8 on (B)(6) 2023 - or mode - tpm was not accepting appropriate patient type or parameters when transport data was utilized. G7 bedside monitor patient mode was selected as child settings, and transport data was used. The tpm did not accept the patient type and reverted to adult settings. On the same bedside monitor, patient mode was changed to adult and transport data was used. The tpm took the patient type. However the parameters were nihon kohden (nk) defaults and not kaiser permanente (kp) defaults. On the same bedside monitor, patient mode was adult and transport data was used. This time the hr was set at a random number, for example 147, and the tpm did not take on the hr parameter, it reverted it back to the nk defaults. In gi - lab (B)(6) 2023 - ICU mode - admit mode used (this is the first box checked in the deep settings) all procedure rooms were changed to the same as the or as requested, manual and standby. Prior to making this change, the patient type was changed to child and transport data was used. The patient type converted to adult on the tpm. The adult settings it converted to was nk defaults and not the kp defaults. The patient type was changed to adult on the bedside monitor, and transport data was pushed. Again, the transport monitor had nk defaults not kp defaults. The hr was also adjusted to a random number, for example 137, and transport data was used again. The tpm did not take the adjusted hr. Once the admit mode was changed, these same steps were repeated and the tpm took the patient type but not the parameter settings. It would default the settings to nk default settings. This was found at set up and no patient harm reported.

Manufacturer narrative:
The nihon kohden clinical applications specialist (cas) reported that the following: the transport monitor (tpm) was not accepting appropriate patient type or parameters when transport data utilized. When the data is transported to the bsm-1700s transport monitors (tpm) from the g series bedside monitors, it does not take the patient type. Meaning, if the patient type is child and the user wants to transport the child somewhere on the tpm, when they transport data, it does not change to child and changes the patient type to adult and takes on the adult parameters. All settings were checked appropriately in the configuration screens. When the data is transported from the bsm/g9/g5/g7 bedside monitors, it is supposed to take on the setting from the device it was originally transported from (the bsm/g9/g5/g7). However, that is not what is happening. It did not matter if they were in ICU or operating room mode or what the admit type was, the monitors would not take on the patient type. The software version for the bedside monitor is 02-24, software version for the transport monitor (tpm) is 02-66. Gi lab does not store tpm in the rooms, they keep the tpm stored in a central location. Devices are placed on the patient in pre-op and follow the patient. Two rooms (east operating room 6 & operating room 8) were defaulted with the patient type to child. This was inadvertently done by the staff who were not able to access the patient type. They got in behind the password and changed the master default setting to child. This was corrected, and how to appropriately access the patient type was reviewed with the customer. In east operating room 8 on (B)(6) 2023 - operating room mode - tpm was not accepting appropriate patient type or parameters when transport data was utilized. G7 bedside monitor patient mode was selected as child settings, and transport data was used. The tpm did not accept the patient type and reverted to adult settings. On the same bedside monitor, patient mode was changed to adult and transport data was used. The tpm took the patient type. However the parameters were nihon kohden (nk) defaults and not kaiser permanente (kp) defaults. On the same bedside monitor, patient mode was adult and transport data was used. This time the hr was set at a random number, for example 147, and the tpm did not take on the hr parameter, it reverted it back to the nk defaults. In gi - lab on (B)(6) 2023 - ICU mode - admit mode used (this is the first box checked in the deep settings) all procedure rooms were changed to the same as the operating room as requested, manual and standby. Prior to making this change, the patient type was changed to child and transport data was used. The patient type converted to adult on the tpm. The adult settings it converted to was nk defaults and not the kp defaults. The patient type was changed to adult on the bedside monitor, and transport data was pushed. Again, the transport monitor had nk defaults not kp defaults. The hr was also adjusted to a random number, for example 137, and transport data was used again. The tpm did not take the adjusted hr. Once the admit mode was changed, these same steps were repeated and the tpm took the patient type but not the parameter settings. It would default the settings to nk default settings. This was found at set up and no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: lot number & expiration, device bla number. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the csm-1702a (g7) bedside monitor. Bedside monitors. Location: east operating room 6. Model: csm-1702a. Sn: (B)(4). Device manufacturer date: 11/19/2021. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Location: east operating room 8. Model: csm-1702a. Sn: (B)(4). Device manufacturer date: 02/25/2022. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Transport monitors (tpm). Location: east operating room 6. Model: bsm-1733a. Sn: (B)(4). Device manufacturer date: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Location: east operating room 8. Model: bsm-1733a. Sn: (B)(4). Device manufacturer date: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.

Event description:
The nihon kohden clinical applications specialist (cas) reported that the following: the transport monitor (tpm) was not accepting appropriate patient type or parameters when transport data utilized. When the data is transported to the bsm-1700s transport monitors (tpm) from the g series bedside monitors, it does not take the patient type. Meaning, if the patient type is child and the user wants to transport the child somewhere on the tpm, when they transport data, it does not change to child and changes the patient type to adult and takes on the adult parameters. All settings were checked appropriately in the configuration screens. When the data is transported from the bsm/g9/g5/g7 bedside monitors, it is supposed to take on the setting from the device it was originally transported from (the bsm/g9/g5/g7). However, that is not what is happening. It did not matter if they were in ICU or operating room mode or what the admit type was, the monitors would not take on the patient type. The software version for the bedside monitor is 02-24, software version for the transport monitor (tpm) is 02-66. Gi lab does not store tpm in the rooms, they keep the tpm stored in a central location. Devices are placed on the patient in pre-op and follow the patient. Two rooms (east operating room 6 & operating room 8) were defaulted with the patient type to child. This was inadvertently done by the staff who were not able to access the patient type. They got in behind the password and changed the master default setting to child. This was corrected, and how to appropriately access the patient type was reviewed with the customer. In east operating room 8 on (B)(6) 2023 - operating room mode - tpm was not accepting appropriate patient type or parameters when transport data was utilized. G7 bedside monitor patient mode was selected as child settings, and transport data was used. The tpm did not accept the patient type and reverted to adult settings. On the same bedside monitor, patient mode was changed to adult and transport data was used. The tpm took the patient type. However the parameters were nihon kohden (nk) defaults and not kaiser permanente (kp) defaults. On the same bedside monitor, patient mode was adult and transport data was used. This time the hr was set at a random number, for example 147, and the tpm did not take on the hr parameter, it reverted it back to the nk defaults. In gi - lab on (B)(6) 2023 - ICU mode - admit mode used (this is the first box checked in the deep settings) all procedure rooms were changed to the same as the operating room as requested, manual and standby. Prior to making this change, the patient type was changed to child and transport data was used. The patient type converted to adult on the tpm. The adult settings it converted to was nk defaults and not the kp defaults. The patient type was changed to adult on the bedside monitor, and transport data was pushed. Again, the transport monitor had nk defaults not kp defaults. The hr was also adjusted to a random number, for example 137, and transport data was used again. The tpm did not take the adjusted hr. Once the admit mode was changed, these same steps were repeated and the tpm took the patient type but not the parameter settings. It would default the settings to nk default settings. This was found at set up and no patient harm reported.